Event description:
The user facility reported that the weld broke on the housing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, or adverse consequences.

Manufacturer narrative:
Corrected data: d9 h3 other text : customer discarded product.

Event description:
The user facility reported that the weld broke on the housing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, or adverse consequences.